Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer reported that the sensor was giving inaccurate readings. The customer's blood glucose was 384 mg/dl and sensor glucose was 264 mg/dl at the time of incident. The customer's blood glucose was 80 mg/dl at the time of call. The customer stated that they were given IV insulin at the hospital. The customer stated that they experienced nausea and abdominal pain. The customer stated that they were wearing the insulin pump at the time of hospitalization. The customer declined troubleshooting for the high blood glucose. The sensor will be returned for analysis.